Event description:
During MFR review of a pt's vns programming history, it was identified that a faulted systems diagnostics test caused the vns settings to change to systems diagnostics default settings of 1ma/20hz/500 pulsewidth/30 sec on/60 min off on (B)(6) 2005. The settings were not corrected until (B)(6) 2005. The physician has been trained to always perform a final vns interrogation to verify settings before the pt leaves the office.

Manufacturer narrative:
Analysis of programming history.